Event description:
The customer reported that a group of devices cannot be seen on the central nursing station (cns), a total of 5 of 8 zm devices cannot be selected at central nursing stataion (cns). There was no harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that a total of 5 of 8 zm devices (other units not used currently) could not be selected at the central nurse's station (cns) (they were greyed out). The customer stated that the units were selectable earlier in the afternoon and that the devices are all on the same segment. The customer has confirmed that the devices were powered on and no other messages were displayed on cns or the rns. Nk ts requested the customer check to ensure the org unit that services the transmitters was on and no errors were present. The customer reported that the org had been powered off for an unknown reason. The customer restarted org and confirmed the 5 zm units could then be selected at the cns again. No patient harm or injury was reported. Service requested/performed: troubleshooting. Investigation summary: the root cause of the issue can be determined as user error as the issue was resolved after the unit had a correct restart following re-establishing power to the org that supports the transmitters. The unit was powered off due to unknown reasons, but the customer was able to confirm that the unit being powered off was the cause of this issue. The overall risk rating is medium. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2020 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2020 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2020 emailed the customer via microsoft outlook for patient information: no reply was received.

Manufacturer narrative:
The customer reported that a group of devices cannot be seen on the central nursing station (cns), a total of 5 of 8 zm devices cannot be selected at central nursing station (cns). There was no harm reported. The customer reported that the org had been powered off for an unknown reason. Customer restarted org and confirmed the 5 zm units can be selected at cns again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a group of devices cannot be seen on the central nursing station (cns), a total of 5 of 8 zm devices cannot be selected at central nursing station (cns). There was no harm reported.